Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119553. Further information was not available.

Event description:
Voluntary medwatch form received notes high capture thresholds and low p-waves that resulted in under-sensing on the atrial lead. The patient reported fatigue.